Manufacturer narrative:
(B)(4). Based on the info received, the issue was resolved after restart and the customer did not request maquet service. The device is currently in use. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
(B)(4).